Event description:
The implanted pump battery depleted. It was replaced. No other clinical data were reported.

Manufacturer narrative:
(B) (4). The low battery alarm activated after the pump ran at maximum rate for a short time. No significant anomalies were found. (B) (4). A 3.2 cm proximal catheter segment and straight pump connector were returned. The catheter failed pressure testing. There was a hole in the catheter at the end of the pump connector metal pin.